Event description:
It was reported that, "on the morning of (B)(6) 2024, the nurse delivered the intubation sheath in the process of placing a microintubation sheath in the patient and encountered resistance and withdrew it to find a rupture at the anterior end of the tearable sheath, which had caused vascular damage to the patient. According to the reported adverse event the mst belonged to the same batch, the teacher asked us to strictly check the production line product quality control."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. The product returned for evaluation was one 4.5fr microintroducer sheath. The returned product sample was evaluated and a split was observed on the distal end of the sheath. Microscopic examination of the split found physical features associated with a manufacturing related defect. The characteristics observed which supported this type of failure included: ¿ damage which was longitudinally aligned. ¿ straight and well-defined fracture edges. Additionally, adjacent to the split site one area of material buckling was observed.

Event description:
It was reported that, "on the morning of (B)(6) 2024 the nurse delivered the intubation sheath in the process of placing a microintubation sheath in the patient and encountered resistance, and withdrew it to find a rupture at the anterior end of the tearable sheath, which had caused vascular damage to the patient. According to the reported adverse event the mst belonged to the same batch, the teacher asked us to strictly check the production line product quality control."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.